Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed the charge and boot testing. The functional test was attempted, but it could not be performed due to power issues. The receiver log could not be downloaded and reviewed due to power issues. The receiver case was opened for hardware inspection and it failed. The battery connector was found to be slightly dislodged, reconnecting battery allowed the device to power on. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be an assembly error.